Event description:
It was reported that several times a month, during the routine biopatch dressing change, the white foam crumbles. No pt consequences reported. No product is available to be returned. Additional info was received: the lot number is unavailable. This event occurred 4 times in a month. Their policy is to change the dressing every 7 days or as necessary. Lately dressings are being changed more frequently due to transparent dressing loosening around the edges of the dressing. As for the crumbling the biopatch falls apart with removal from the pt. This does not happen with every pt. There has been minimal serous drainage on the disks. There are no photos available. The pt had a new biopatch placed at the insertion site with the dressing change.

Manufacturer narrative:
The device will not be returned. Based on reported info, integra has initiated an investigation.